Event description:
It was reported that a revision surgery was performed due to hyperflextion of the right knee. It was also reported that the patient acquired this injury by falling down a flight of stairs.

Manufacturer narrative:
This MDR was filed in error. There was no revision surgery performed after the patient fall. The patient only underwent debridement and soft tissue repair. In addition, the fall was not a result of any malfunction of the implanted device.

Event description:
It was reported via service that the pt left siderail was broken. No pt involvement or adverse consequences were reported.